Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.

Event description:
It was reported that the bur broke off inside of the attachment and was also vibrating. The complainant was not aware of any adverse consequences or surgical delay as a result of this event

Event description:
It was reported that the bur broke off inside of the attachment and was also vibrating. The complainant was not aware of any adverse consequences or surgical delay as a result of this event

Manufacturer narrative:
The cutting accessory originally reported under this MDR was returned for evaluation and the failure was confirmed. During the evaluation of the originally listed concomitant device ((B)(4) lot 14170 - micro drill long straight attachment), it was visually confirmed a bur was broken off in the device and the components including the bearings were affected by broken down lube. Due to the age of the device and usage, it is possible that cleaning may have contributed to the failure. Associated cutting accessory (unknown ins part, unknown lot #) is now listed as the concomitant device.